Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer developed allergic reaction to lift chair.

Manufacturer narrative:
The device was scrapped in the field by the provider. The provider supplied consumer with a replacement device. Device was scrapped by provider.

Event description:
Alleges consumer developed allergic reaction to lift chair.